Event description:
Family member and pt went to dr's office and ordered 6 pairs of fresh look radiance contacts at $35.00 a box x 4 = $140.00 they paid cash for them, they did not give them a reciept. Pt ordered them in 2004 and got them 2 days later. They did not put them in their eyes until 1 week later. Before the end of the day their eyes got so irritated and red that they had to take them out. Even though they used rewetting drops. That did not help. Pt called dr's office and they informed pt that since the box was open, they could not do anything about it. Pt tried email resolution and they never responded. Pt offered to send the unopened ones back. They feel like that they deserved to get the $140.00 back. They can't get any use out of 5 pairs of contacts.